Manufacturer narrative:
The device is not available for investigation. A review of the device history record is pending at this time. Additional contact: (B)(6) products dept. Supervisor (B)(6).

Event description:
A chemoclave® vented bag spike reportedly leaked an unspecified chemotherapy drug during a patient's infusion. There was no bleed back reported. There was no patient harm/adverse event reported. There was no delay in critical therapy.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.